Manufacturer narrative:
Additional information has been received that was not included with the initial report. The information has been provided in section h11 with this report. Customer reported damage to the infusion set and reported that part of the reservoir changed to yellow on the second day after implanting. The minimed reservoir is a non-invasive, active medical device intended for long-term use and is intended to administer insulin by means of an insulin pump and infusion set. The customer returned medtronic 3ml reservoir (mmt-332a) samples for the similar complaints with yellowed septum that were evaluated for related substances (impurities) and high molecular weight in both novolog using medtronic 3 ml reservoir (mmt-332a), lot#hg8gw15 as a control sample. Two units with the described condition were received at medtronic juncos. A 100% visual inspection was performed, in which it was found that the septum was found with a yellow appearance. The reservoir with the yellowed septum sample evaluated met the acceptance criteria for insulin aspart injection injectable monographs for related substances/impurities and high molecular weight proteins (hmwp). The manufacturing assessment report (B)(4) concluded that the complaint was not related to the manufacturing process at medtronic juncos center. No evidence was found in the device history record (DHR) of any other event or condition that could be related to the reported complaint. According to the supplier evaluation, silicone materials can be affected by several factors such as temperature, humidity, uv exposure and chemical interactions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the infusion set was damaged, and part of the reservoir changed to yellow after implantation. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.